Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.